Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The field service engineer found that the event was due to issues with the chloride and sodium electrodes, waste tubing, and the mixing tower. He replaced the chloride and sodium electrodes, the reference electrodes, the waste pump, and the waste tubing. He verified the analyzer's performance by ion-selective electrode performance check, precision studies, and calibration. The investigation determined that the service actions resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The cobas integra 400 plus analyzer serial number was (B)(6). The qc was acceptable prior to the sample measurement and failed after that. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested for chloride on a cobas integra 400 plus analyzer. Initial result: 122 mmol/l (accompanied by a data flag). The customer noticed that the initial result was high and repeated the sample on a cobas ise module at the main campus laboratory. Repeat result: 96 mmol/l. The repeat result was deemed to be correct. No questionable result was reported outside the laboratory.